Manufacturer narrative:
The phacoemulsification handpiece was not returned for evaluation. The phacoemulsification handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported events could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction procedure there was no phacoemulsification (phaco) power from the phaco handpiece. The handpiece had passed prime/tune as normal, but when inserted into the eye there was no power. The surgeon removed the handpiece from the eye and noticed that it was hot. The handpiece was exchanged and the procedure was completed with no harm to the patient. Additional information was requested and received.